Event description:
On (B)(6) 2017, pacing failure, sensing failure and high lead impedance measured in bipolar configuration were reported for a patient implanted with a pacemaker and a ventricular lead. It was suspected that the anode coil of the ventricular lead was fractured (although no fracture was identified on x-ray). Thus, a re-intervention was scheduled and the patient was hospitalized. Re-intervention was performed on (B)(6) 2017. Considering the patient¿s advanced age, it was decided to not explant the previous pacing system to mitigate the risk of infection. The subject pacemaker was therefore implanted in the right chest, the opposite side from the previous pacing system. The new ventricular lead was inserted into the patient¿s body from the right side and implanted in the ventricular septum, in which the lead tip of the previous ventricular lead was still fixed. It was shown under fluoroscopy that the new lead was implanted near the previous one. The pacing mode of the previous pacemaker, still implanted in patient¿s body, was reprogrammed in ooo mode. On (B)(6) 2017, although the basic rate was programmed to 60 min-1, the patient¿s heart rate was reportedly below the programmed basic rate on ECG. Oversensing was suspected and the ventricular sensitivity threshold was reprogrammed from 2.5 mv to 3.5 mv. On (B)(6) 2017, the patient¿s heart rate was still below the programmed basic rate on ECG. Pacemaker check revealed two v burst episodes recorded in the device memory, showing noise oversensing. Normal electrical performances were reported. Noise oversensing was not reproduced by the patient performing isometric test, pressing the implant site, or changing of the body positioning. X-ray examination did not evidence any lead dislodgment. The ventricular sensitivity threshold was reprogrammed from 3.5 mv to 6.0 mv. On (B)(6) 2017, noise oversensing was still reported, and the ventricular sensitivity threshold was reprogrammed from 6.0 mv to 10.0 mv. It was reportedly decided to monitor the patient.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2017, pacing failure, sensing failure and high lead impedance measured in bipolar configuration were reported for a patient implanted with a pacemaker and a ventricular lead. It was suspected that the anode coil of the ventricular lead was fractured (although no fracture was identified on x-ray). Thus, a re-intervention was scheduled and the patient was hospitalized. Re-intervention was performed on (B)(6) 2017. Considering the patient¿s advanced age, it was decided to not explant the previous pacing system to mitigate the risk of infection. The subject pacemaker was therefore implanted in the right chest, the opposite side from the previous pacing system. The new ventricular lead was inserted into the patient¿s body from the right side and implanted in the ventricular septum, in which the lead tip of the previous ventricular lead was still fixed. It was shown under fluoroscopy that the new lead was implanted near the previous one. The pacing mode of the previous pacemaker, still implanted in patient¿s body, was reprogrammed in ooo mode. On (B)(6) 2017, although the basic rate was programmed to 60 min-1, the patient¿s heart rate was reportedly below the programmed basic rate on ECG. Oversensing was suspected and the ventricular sensitivity threshold was reprogrammed from 2.5 mv to 3.5 mv. On (B)(6) 2017, the patient¿s heart rate was still below the programmed basic rate on ECG. Pacemaker check revealed two v burst episodes recorded in the device memory, showing noise oversensing. Normal electrical performances were reported. Noise oversensing was not reproduced by the patient performing isometric test, pressing the implant site, or changing of the body positioning. X-ray examination did not evidence any lead dislodgment. The ventricular sensitivity threshold was reprogrammed from 3.5 mv to 6.0 mv. On (B)(6) 2017, noise oversensing was still reported, and the ventricular sensitivity threshold was reprogrammed from 6.0 mv to 10.0 mv. It was reportedly decided to monitor the patient.

Event description:
On (B)(6) 2017, pacing failure, sensing failure and high lead impedance measured in bipolar configuration were reported for a patient implanted with a pacemaker and a ventricular lead. It was suspected that the anode coil of the ventricular lead was fractured (although no fracture was identified on x-ray). Thus, a re-intervention was scheduled and the patient was hospitalized. Re-intervention was performed on (B)(6) 2017. Considering the patient¿s advanced age, it was decided to not explant the previous pacing system to mitigate the risk of infection. The subject pacemaker was therefore implanted in the right chest, the opposite side from the previous pacing system. The new ventricular lead was inserted into the patient¿s body from the right side and implanted in the ventricular septum, in which the lead tip of the previous ventricular lead was still fixed. It was shown under fluoroscopy that the new lead was implanted near the previous one. The pacing mode of the previous pacemaker, still implanted in patient¿s body, was reprogrammed in ooo mode. On (B)(6) 2017, although the basic rate was programmed to 60 min-1, the patient¿s heart rate was reportedly below the programmed basic rate on ECG. Oversensing was suspected and the ventricular sensitivity threshold was reprogrammed from 2.5 mv to 3.5 mv. On (B)(6) 2017, the patient¿s heart rate was still below the programmed basic rate on ECG. Pacemaker check revealed two v burst episodes recorded in the device memory, showing noise oversensing. Normal electrical performances were reported. Noise oversensing was not reproduced by the patient performing isometric test, pressing the implant site, or changing of the body positioning. X-ray examination did not evidence any lead dislodgment. The ventricular sensitivity threshold was reprogrammed from 3.5 mv to 6.0 mv. On (B)(6) 2017, noise oversensing was still reported, and the ventricular sensitivity threshold was reprogrammed from 6.0 mv to 10.0 mv. It was reportedly decided to monitor the patient.